Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate the system remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead from another manufacturer exhibited low out of range pace impedance measurements. Boston scientific technical services (ts) discussed that this could be an early indicator of a lead issue. No adverse patient effects were reported.